Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged/disfigured on lot # 0006858. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, stopper damaged/disfigured) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0006858 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for dry barrels. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp stopper was deformed. This was discovered before use. The following information was provided by the initial reporter: the stopper was deformed in the barrel.